Manufacturer narrative:
Device not accessible for testing (4117/3233): a supplemental report will be submitted when additional information is provided. Not returned to manufacturer.

Event description:
It was reported that the patient had open cardiac surgery with cardiopulmonary bypass (cpb). The patient needed a double mitral-aortic valve replacement due to endocarditis. It was noted that weaning off cpb was difficult and high drug support was required in the operating room (or) and while on cpb. Intra-aortic balloon (iab) therapy was initiated using an unknown intra-aortic balloon pump (iabp) to help support the weaning. After insertion, a treatment by ECMO was performed of second-line in addition to iab therapy. The patient was then transferred to the intensive care unit (ICU). After approximately two days of iab therapy, a leak occurred and blood was seen in the tubing. It was also noted that the console had generated an alarm. The iab was removed and replaced with a new one to continue therapy. Despite the support, the patient expired due to their condition of endocarditis and double valve replacement. At this time, there is no report that the customer has attributed the reported event to the device. Issue with a iabp balloon post cardiotomy for valves replacement ((B)(6) 2022)- on day 2 post surgery and iabp balloon replacement ((B)(6) 2022) : on (B)(6) 2022, the patient had a open cardiac surgery with cpb; patient needed a replacement mitro-aortic due to an endocarditis. Weaning from cbp was difficult & high drug support was required in the or & on cbp: dobutamine, levophed, adrenaline. An iabp support was initiated to help the weaning (the first balloon related to this complaint. After iabp placement, to major the support, a treatment by ECMO was performed of second-line in addition to iabp. Then patient was transferred to the ICU. After 2 days of use the iabp balloon (the night between on (B)(6) 2022), a leak of blood appeared in the tubing system. Balloon was taken away. The physician did a test with physio & saw the leak: it looked like a breach as a single point". The night from (B)(6) 2022, the balloon (batch number 3000146370 who is concerned by this complaint) was taken away and a new one was put (sensation 7- 0684-00-0470-01 - batch number 3000154002 - valid until 03 february 2024 - sn (B)(4)). Remind as it is describe in "describe event": after 2 days of use the iabp balloon (the night between on (B)(6) 2022), a leak of blood appeared in the tubing system. Balloon was taken away. The physician did a test with physio & saw the leak: it looked like a breach as a single point". Despite of all the support and due to his condition (endocarditis - double valves replacement) the patient died (I have no date). Female. Date of birth: (B)(6). Weight: (B)(6) kg / length: 173 cm. Gfe response. Refer to communication box below: date of event: (B)(6) 2022. 14-digit serial number on y-fitting of iab: (B)(4). Patient date of birth, age, height, weight, and sex: see above in "medical history" - notice that is impossible to fill in the field. Did the console generate an audible alarm? Yes. Was a new iab inserted to continue therapy? Yes in the night between (B)(6) as described in "describe medical follow-up". When was the medication levophed started? In operating room on (B)(6). Was it after the iab malfunction? No. Is the iab available for return/ investigation? Yes at the office of (B)(6). Ship batch #: 3000146370 ; order #: (B)(4). 2nd iab under tw (B)(4)/ onesupport::297319. Additional information received 08mar2022. Serial # of 2nd iab used: already encode in the complain ¿injury information ¿ field as ¿sensation 7- 0684-00-0470-01 - batch number 3000154002 - valid until 03 february 2024 - sn (B)(4)¿. Confirm medical history with the customer to include: known aortic, coronary or peripheral vascular disease: I will ask for more detail; do I encode this in the complain? Confirm the duration of support for iab #2 prior to noticing blood in tubing: there is probably a misunderstood, there no issues or blood with iab#2 only in iab#1 ¿ I just add in the complain: ¿a leak of blood appeared in the tubing system for the iabp #1¿. Course of events following the 2nd iab removal ¿ drug titration, and cause of death: I will ask for more detail; do I encode this in the complain? Confirm what type of alarms were generated just prior to noting blood (both events): only one see point 3. Confirm if both iabs are being sent for inspection: no, only iab#1 ¿ there worked normally-no issues. Confirm the iab console has been inspected for bloodback and returned to service appropriately: as far as I know, there was no bloodback in the iab console. I will ask for more detail; do I encode this in the complain?

Manufacturer narrative:
The customer has not requested for getinge to evaluate the iabp unit involved. Despite multiple attempts to the customer, no additional information was provided. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the patient had open cardiac surgery with cardiopulmonary bypass (cpb). The patient needed a double mitral-aortic valve replacement due to endocarditis. It was noted that weaning off cpb was difficult and high drug support was required in the operating room (or) and while on cpb. Intra-aortic balloon (iab) therapy was initiated using an unknown intra-aortic balloon pump (iabp) to help support the weaning. After insertion, a treatment by ECMO was performed of second-line in addition to iab therapy. The patient was then transferred to the intensive care unit (ICU). After approximately two days of iab therapy, a leak occurred and blood was seen in the tubing. It was also noted that the console had generated an alarm. The iab was removed and replaced with a new one to continue therapy. Despite the support, the patient expired due to their condition of endocarditis and double valve replacement. The customer has not attributed the reported event to the device.

Manufacturer narrative:
Updated fields: h6 (investigation type, investigation findings & investigation conclusions). Corrected fields: g1 (contact person). Patient height: 173cm.

Event description:
N/a.